Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was unknown. The customer stated that buttons do respond but take time for them to do so. The direction arrows button were unresponsive. The troubleshooting was performed. The customer stated that her charger was not working. The customer replaced the battery the charger worked. The insulin pump will be returned for analysis.